Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported noise was confirmed in the laboratory. Insulation damage was observed on the lead at 35cm from the helix end. The damage appeared to be compression or an abrasion from the suture sleeve. The rv shock coil and ring electrode cable lumens sustained inside-out abrasion between 7-8cm from helix end. The efte insulation was abraded in this area for each cable. This damage allowed the ring electrode to come in contact with the rv shock coil. This would cause the lead noise reported in the field. Further analysis revealed inside-out abrasions at 5cm and from 7-10cm from the helix end.

Event description:
The patient received inappropriate shocks due to noise on the lead. The noise was not reproducible. The lead was explanted.